Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, left paresis and articulation disorder were noted. Magnetic resonance imaging (MRI) revealed an acute cerebral infarction. Following rehabilitation, the upper left limb remained mildly paralyzed, however a state of independence in daily life was reported at discharge. It was reported that there was no clear cause to the cerebral infarction however, per the physician a plaque was suspected in the carotid artery. No additional adverse patient effects were reported.